Event description:
T5-l3 instrumentation using expedium system was performed for the patient with scoliosis ((B)(6)-year-old female, (B)(6)). After placing the hook and rod, the surgeon tried to tighten with a setscrew, but it could not be inserted. Once the hook was removed and replaced by a new one, the setscrew was successfully inserted. The procedure was completed with 5-minute delay. The surgeon suspects insertion of the setscrew was off-axis. After surgery, cross-threading was found on the returned hook.

Manufacturer narrative:
The expedium wide blade laminar hook was not returned to the complaints handling unit for evaluation. A review of the device history record was conducted. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Manufacturer narrative:
An initial report was submitted based on limited information and conservative approach as the exact damage was unknown. However, upon receipt of the returned hook, visual examination found no damage. Therefore, this report is considered non-reportable. The evaluation of the device does not change the trending and device history review as previously reported. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.